Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the damage at reservoir compartment and o-ring. The customer also experienced high blood glucose. Troubleshooting was performed for damaged and noticed the reservoir does not lock into place and in fact falls out of pump. The customer was advised customer to discontinue use of pump and revert to backup plan and the pump will need to be replaced. The insulin pump will not be returned for analysis.